Event description:
On (B) (6) 2009: customer reports the table malfunctioned during the procedure; resulting in no table movement. There was no reported injury to the pt.

Manufacturer narrative:
Field service engineer reports liquid on the uib board, causing the board and connecting cables to fail. This would stop the table functions. Fse replaced the uib board and both the handswitch and footswitch connecting cables. Fse tested and verified proper function. Unit returned to full service by the customer.